Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 large and could not confirm the reported loose connection. However, the customer's video baton 2.0 was connected to a known, good, test monitor and known, good, test smart cable and the intermittent image / split screen issues were confirmed. The camera image quality test was performed and failed. The technical service representative attributed the image issues to baton failure. Since the customer had already received a replacement glidescope video baton 2.0 large, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the baton connection was loose causing the image to intermittently turn off and on and/or causing split screen issues on the core monitor. The customer identified that the connection where the baton plugs into the smart cable was loose. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.